Manufacturer narrative:
Product event: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent case, the surgeon reported melting of the plasmablade device tip. There was no unintended tissue damage or injury to the patient reported. Patient demographic information received.

Manufacturer narrative:
Product analysis #(B)(4): brief description of complaint: after the case was completed the surgeon reported the adenoid tip appeared melted on the sides of the tip. Analysis conclusion: complaint confirmed: the adenoid tip exhibits unacceptable wear, as there is > 33 % of the ¿wire square¿ that is exposed and the wire has minimal support from the housing. There is moderate wire deformation in the ventral to dorsal direction during application and the melt back is stringy in appearance. However, the wire remains intact. Patient information unable to be obtained despite a good faith effort made to obtain the information from the customer. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During an ent case, the surgeon reported melting of the plasmablade device tip. There was no unintended tissue damage or injury to the patient reported.